Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's lock/unlock button showing wrong button message when pressed and had to press it multiple times to get it to work. Customer stated that the insulin pump had no delivery alarms often when giving a bolus. Insulin pump was squirting out insulin when priming. Insulin pump motor was noisy when rewind. Customer was using multiple batteries to get insulin pump to work and its battery life was diminished. No harm requiring medical intervention was reported. The device will not be returned for analysis.